Manufacturer narrative:
Final device analysis revealed a reliability non-conformance - motor gear shaft wear. Gear 4 had lower shaft wear and caking in the jewel.

Event description:
The pump was returned to the manufacturer from an unknown source when it was replaced. The return paperwork did not suggest or question a malfunction; pump analysis was requested. No patient symptoms were reported. The pump underwent routine analysis. The pump was used to deliver baclofen.